Event description:
On (B)(6) 2026, dr. (B)(6) reported that an 81-year-old female patient presented to the (B)(6) office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #04 after an immediate extraction and the implant was immediately loaded. The patient presented with the issue on (B)(6) 2026, before the second-stage surgery. During the examination, the doctor determined that the implant had lost osseointegration. The implant was removed on the same day of the visit without the use of instruments, and the implant was not replaced. The patient experienced symptoms of infection, which resolved after implant removal. The prosthesis involved a single tooth, and the opposing arch consisted of natural teeth. No permanent injury was sustained by the patient, and no additional medical or surgical intervention was required. It was further reported that the patient had type ii bone quality and maintained excellent oral hygiene. No abnormalities related to the implant or its packaging were identified.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).